Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep replaced the broken x-ray tube. The system is operating as intended.

Event description:
The customer reported that the x-ray tube on the stenoscop system was broken. No pt injury was reported.